Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a constant tone and a blank display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 123 mg/dl. The customer called back to state that after following the troubleshooting suggestions, the display returned. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.